Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot: unknown; UDI: unknown; manufactured date: unknown; use by dat e: unknown; implant date: na; FDA site ID: 9612164. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving the implant of a medtronic transcatheter aortic bioprosthetic valve (tav) within a pre-existing non-medtronic tav, the undermining iatrogenic coronary obstruction with radiofrequency needle (unicorn) leaflet modification technique was performed along with chimney stenting of the right coronary artery. During the procedure, fenestration of the left anterior cusp was performed due to the high risk of left main coronary artery obstruction. A balloon valvuloplasty was complicated by massive aortic regurgitation and the patient developed severe circulatory collapse requiring cardiopulmonary resuscitation. Medications including vasopressor and inotropes were administered, along with defibrillation, which resulted in restoration. After the procedure, the patient developed cardiogenic shock requiring vasopressor and inotropic support. Peripheral hypoperfusion was reported, including cold extremities, mottling of the knees, and prolonged capillary refill time. The patient required mechanical ventilation for less than 24 hours. The cardiogenic shock was resolved the next day. The same day as the implant, the patient presented with cardiorenal syndrome with acute kidney injury (aki) stage 3, oligo-anuric, but without an urgent requirement for renal replacement therapy. The aki was resolved three days after onset. Two days after the valve implant, the patient developed a left scarpa hem atoma and severe anemia with a hemoglobin of 6.6 g/dl without hemodynamic compromise. Computed tomography (CT) showed three extravasation sites: the left scarpa, distal left iliopsoas, and right psoas. A compressive dressing was applied, and five units of red blood cells were transfused. This occurred during a heparin overdose, identified due to an activated partial thromboplastin time of greater than 4.5, and the anticoagulation was discontinued. This active bleeding was resolved one week later. Approximately three weeks after the valve implant, the patient was referred for a fever, chills, anorexia, and general deterioration. Labs showed an elevated c-reactive protein, neutrophilic leukocytosis, and positive urine culture for multisensitive e. Coli. The patient was hospitalized, and upon admission, an aki was identified. CT scan revealed right pyelonephritis with possible contralateral involvement and cystitis. Antibiotics were administered. The pyelonephritis was resolved one week later.